Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable pulse generator (ipg) had difficulty establishing telemetry long enough to interrogate the device post-op. There maybe high rate episodes collected due to cautery. The device remains in use. No patient complications have been reported as a result of this event.